Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was unable to verify the device powering itself off. Physio replaced the batteries as a precaution. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer reported to physio-control that while transporting a patient and monitoring ECG, their device powered itself off. The crew was able to power the device back, however, the device continued to power itself off. There were no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Event description:
The customer reported to physio-control that while transporting a patient and monitoring ECG, their device powered itself off. The crew was able to power the device back, however, the device continued to power itself off. There were no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).